Manufacturer narrative:
The other device listed in this report is cat # 623-10-36f, lot # mlm952, trident 10 deg x3 insert 36mm ID. It cannot be determined if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a revision for patient pain.

Event description:
It was reported that there was a revision for patient pain.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.